Manufacturer narrative:
A review of the system logs for the reported procedure date showed that the available logs for ion system #en1160 on (B)(6) 2026, identified two patient procedures. The first procedure showed two errors in the customer logs. The second procedure showed no errors relevant to the reported event. There was no allegation of a malfunction of the ion system, instrument, or accessory. A broader log review of the first procedure was conducted by a system analyst and did not identify abnormalities. Two error were observed during this procedure. Both errors are consistent with expected system responses to the user input. One error was attributed to tool insertion. The other error was attributed to a fast upward insertion movement applied by the user without clutching to release the brakes during transition to passive mode. No evidence was identified linking these errors to the pneumothorax. The log review for the first procedure showed no unexpected catheter motion.

Event description:
It was reported that after an ion endobronchial lung biopsy procedure the patient developed a pneumothorax. There was no allegation that a malfunction of an ion system, instrument, or accessory occurred. The following information is unknown: the size and severity of the pneumothorax, if the patient had any symptoms, and what medical intervention (if any) was rendered due to the complication. Intuitive surgical inc. (Isi) has made multiple attempts to obtain additional information; however, as of the date of this report, no new information has been obtained.